Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became cracked. Reportedly, the pump is still functional. Customer stated that they are unsure how the crack occurred. It was indicated that the customer will continue to use the pump for insulin therapy.

Manufacturer narrative:
Functionality cannot be verified due to the severity of the observed damage.